Event description:
It was reported that the patient presented for an unrelated procedure. Upon performing defibrillation thresholds testing of the right ventricular lead, therapy was aborted due to possible high-voltage lead issue. The device was reprogrammed and defibrillation threshold testing was successful. Patient was stable post procedure.